Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The clinical observations are a known inherent risk of product as documented in the labeling.

Event description:
It was reported that this patient received 8, 41j shocks, to treat ventricular fibrillation (vf). The shocks were unable to convert rhythm, and subsequently the patient required manual defibrillation. The patient was admitted to the hospital for monitoring. The device remains implanted. No adverse patient effects were reported. Additional information was received. A technical service (ts) consultant reviewed saved disk information. Ts advised that the device is functioning normally. Ts provided recommendations for additional testing and recommended to verify lead placement, including x-rays. The device remains implanted.